Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital. Upon interrogation, the right ventricular exhibited noise oversensing that led to pacing inhibition. The physician capped and replaced the lead on (B)(6) 2019. The patient was in stable condition.